Event description:
A patient death was discovered during the investigation of a seperate device. The death occurred approximately 5 days after the device was implanted. Follow up has been inconclusive and no further contacts are known. No complaints, allegations, or previous contacts have been received in regards to the device system or any of the individual components.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All reasonable possible contacts have been contacted and all available information has been reported.